Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The manufacturing representative via healthcare provider reported that the patient was having charging issues. The patient had the device explanted on (B)(6) 2016. It was noted that the healthcare provider informed the manufacturing representative (rep) a week prior to the patient's explant, but the rep was not able to reach the patient. The healthcare provider noted that the patient's leads were dislodged from the implantable neurostimulator (ins), which could have led to the patient's issues. It was also mentioned that the patient was informed that they could get another medtronic device implanted, but the patient was upset with their previous charging issues so the opted for a boston scientific device instead. No patient symptoms were reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.